Event description:
A us distributor contacted zoll to report that battery charger / modem sn (B)(4) was unable to power up.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the power supply was defective. The cause of the inability to power on is the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply.